Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082822) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("continued daily cramping"), genital haemorrhage ("severe heavy bleeding") and arthralgia ("increase joint pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, naproxen sodium (aleve), pramipexole and sertraline hydrochloride (sertraline). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), dysmenorrhoea ("cramping during menstrual cycle"), menopause ("menopause"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("difficult concentrating like a fog") and restless legs syndrome ("restless leg") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (scheduled to have coils removed 2019.). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower, genital haemorrhage, arthralgia, dysmenorrhoea, menopause, weight increased, abdominal distension, anxiety, depression, feeling abnormal and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, menopause, restless legs syndrome and weight increased with essure (ess205). The reporter considered abdominal distension and anxiety to be related to essure (ess205). The reporter commented: serious injury criterion: disability/permanent damage and event date (B)(6) 2007 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.